Event description:
The heartmate ii system controller had run hot since we received the patient from another facility a few days previously. When the patient was transferred from the ICU to the floor, the nurse went through the device history and noted that there were several alarms including a pump stop and cell battery low, without any audible alarms from the system controller. A self test of the system controller was performed and the company was contacted. It was the recommendation of the company that the system controller be exchanged for the backup system controller.since this was not an emergency and the lvad was funtioning normally otherwise, it was suggested by the company that the system controller could be exchanged in the morning. If any more of these alarms were noted, the system controller could be exchanged sooner, which the nurse caring for the patient had been trained to do. Exchange of the system controller was done without any undue effects on the patient. The system controller will be sent to thoratec for replacement.